Event description:
Patient self tester reports discrepant results with meter compared to lab. Date: unk, inratio: 3.6. Date: unk, lab: 1.8. Time between results was approx 1 week.

Manufacturer narrative:
Investigation pending.